Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition with a couple of asystole events during use of electrocautery. When the field representative arrived to interrogate the device, he was told that the patient did not have a boston scientific device, thus he did not perform an interrogation. However, the field representative was unaware which right ventricular (rv) lead the patient had implanted. Patient information is currently unavailable and the field representative was unable to obtain any further additional information. No adverse patient effects were reported.